Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2016 with the following findings:investigation revealed that the vibration motor was not working. The pump was opened and the vibration motor connector pins were found to be misaligned. The vibration motor was connected to an external power source and functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the vibration motor was not working due to misaligned pins. This report is made based on results of investigation completed on 06/07/2016.